Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the cable of the maryland bipolar forceps was noted to be broken; which no longer allowed complete articulation of the instrument. The procedure was completed with no reported injury. On may 31, 2022, intuitive surgical (is) contacted the site and obtained additional information regarding this event: the surgeon does not remember if a fragment fell inside the patient. On june 8, 2022, further information has been obtained; it was noted that the instrument was noted to have a broken cable. There was no harm to the patient.

Manufacturer narrative:
The instrument was requested to be returned; however, isi has not yet received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# k112108090230) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the complaint indicates that it is unknown if a fragment fell inside the patient, and it is unknown if tests were performed to attempt to locate the fragment. At this time it is also unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. Common causes of the failure mode of the frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the additional failure of a broken conductor wire to not be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage.

Event description:
Refer to h10/h11 for follow-up information.